Event description:
(B)(4). No serious injury alleged. Malfunction alleged.dealer states right side power elevating legrest will not stay elevated. When consumer goes over a bump the legrest falls. Does not come off the chair but will go down on its own. Dealer pulled legrest apart and no sign of abuse. MDR filed.